Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 36" century sterilizer. The technician found the root cause of the event to be causing the funnel attributed to the drain funnel. The screws holding the funnel in place became loose to drop on the floor. This allowed water to splash on top of the funnel out onto the floor under the unit. While onsite the technician reattached the funnel, ran a test cycle and found the unit to be operating according to specification. The unit was installed at the customer's location in (B)(6) 2006 and is under steris service agreement. No additional issues have been reported.

Event description:
The user facility reported water leaking from the back of their 36" century sterilizer. No injury, procedure delay or cancellation was reported.